Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Resin coming off of the insertion tube (peeling off) was due to moisture invasion/deterioration of the insertion tube from cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope screen is cloudy. During inspection and evaluation, objective lens has foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿screen is cloudy¿ was confirmed. The following findings were noted during device evaluation: several scratches, wrinkles, and cracks throughout the device, label on light guide connector is peeled, image guide protector has a cut, and electrical contact of video connector is shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.